Event description:
It was reported that the tissue failed to grow around the cuff, which lead to dialysis catheter dislodgement. It was further reported that some unknown time post insertion, the catheter was replaced with a new dialysis catheter. The patient status is unknown.